Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 480 mg/dl. The customer was treated for the high blood glucose with a bolus. The customer stated that they the cannula was bent. The customer reported scarring and hardening of the skin tissue. The customer was advised to insert the cannula in a site where there is less restrictive clothing. The customer declined troubleshooting the high blood glucose. The customer did not return the insulin pump back for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.